Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer report number 3006705815-2022-15228. It was reported that the patient went to the ER due to a hematoma. During the surgery to resolve hematoma, the ipg was not placed in surgery mode, and was unable to communicate with external devices following the procedure. A manufacturer representative was unable to repair the ipg as well, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue. The hematoma has since resolved.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.